Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had cracks in the pump, had to manually push insulin out when the pump was halfway out of insulin, had no delivery alarms, and observed the grinding noises. Troubleshooting was not performed. The customer stated that the grinding noises were observed leading up to the reported event. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No unexpected insulin flow blocked alarms, rewind anomaly, motor anomaly noted during testing. Confirmed pump alarmed insulin flow blocked alarm during normal bolus two times on 05/23/2022 between 11:34:48.000 to 23:27:06.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Motor was test outside of the device and passed. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, cracked belt clip rails, corroded battery tube. Pump passed required testing and no unexpected insulin flow blocked alarms, rewind anomaly or motor anomaly noted during test. However, cosmetic damage at battery compartment and belt clip rails were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.